Manufacturer narrative:
Additional information: additional information was received confirming that the lens was explanted from a male patient's left eye. Gender/sex: male. Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no other complaints for this production order number has been received. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zcb00 23.0 intraocular lens was explanted due to the patient experiencing extreme dysphotopsia. The physician believes this issue is caused by large pupils and not the lens. No further information was provided.

Manufacturer narrative:
The initial report inadvertently reported incorrect information for implant date and explant date. The implant date is unknown, not provided and the explant date occurred on (B)(6) 2016. Additionally, facility name was also not included in the in the initial MDR report. If implanted, give date: unknown, not provided. If explanted, give date: (B)(6) 2016. Facility name: (B)(6). All pertinent information available to abbott medical optics has been submitted.